Event description:
It was reported that a device was used during a low anterior resection. The device fired an incomplete staple line. Another device was used with the same outcome. Case was changed to a miles procedure and the "anus" could not be kept.